Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ sterile convenience trays w/ 10ml luer-lok tip syringes there were issues with the scale markings. This occurred 24 times. There was no report of patient impact. The following information was provided by the initial reporter: ink rings and may impact clinical use (confusion for doctors and nurses).

Event description:
It was reported while using bd¿ sterile convenience trays w/ 10ml luer-lok tip syringes there were issues with the scale markings. This occurred 24 times. There was no report of patient impact. The following information was provided by the initial reporter: ink rings and may impact clinical use (confusion for doctors and nurses).

Manufacturer narrative:
H6: investigation summary: it was reported the syringes had ink rings. To aid in the investigation, five samples and two photos were provided to our quality team. Through visual inspection, it was observed that all syringes had an ink ring in two areas extending around the barrel. One in the scale marking area and one below the scale marking area. All ink rings observed are smaller than the thickness of a graduation line. The condition observed is acceptable per product specification. The potential root cause for the ink rings defect is associated with the marking process, most likely by the doctor blade. Since this appearance does not affect form, fit or function of syringes, no corrective actions will be made at this time. Batch 2119214 is considered in compliance with our product specification requirements. A device history record review was completed for provided lot number 2119214. The review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.